Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced difficulty charging their implantable pulse generator (ipg). The patient underwent a revision procedure wherein their ipg was explanted and replaced. The patient is doing well postoperatively. The device was retained by the facility and will not be returned for analysis.